Event description:
The patient had no stimulation sensation and was unable to adjust the stimulation. The patient stated the stimulation stopped approximately 3 days ago. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).